Event description:
The pump was returned for investigation. Investigation revealed that the keypad cover was found to be torn around the up and down arrow keypad buttons, exposing the key contacts. The keypad cover was removed and contamination was found under the contrast and up arrow button key contacts. The display screen was also found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/02/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings: investigation revealed that the keypad cover was found to be torn around the up and down arrow keypad buttons, exposing the key contacts. The keypad buttons were found to be responsive. The keypad cover was removed and contamination was found under the contrast and up arrow button key contacts. The display screen was also found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.